Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion tests due to the prime anomaly. The insulin pump passed the displacement test. The insulin pump had cracked case at the display window corner.

Event description:
The customer stated that she experienced high blood glucose levels yesterday at her doctor's office. The customer bolused, but her blood glucose levels remained elevated. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.